Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection and battery testing identified a low battery alarm. The cause of the alarm was a defective battery. The battery was replaced to fix the found condition. The pump passed all tests. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During on-site service, the flogard infusion pump experienced a battery low alarm. There was no patient involvement. Additional information is not available.